Manufacturer narrative:
Hamilton medical ag reference number (B)(4) the report contains also the investigation outcome. Hamilton medical ag received the device log files for analysis. Review of the logs showed that the ventilator generated technical event (B)(6) (blower speed low), as well as technical fault 446029 (ambient failure detected) and technical fault 431001 (blower fault). During troubleshooting, it was identified that the required preventive maintenance had not been performed on the device on their side, as this service had been contracted with a third-party company. The provided images show that the fan is visibly dirty. The ventilator experienced a documented blower failure with associated ambient-state transition. The blower assembly was subsequently replaced. Following replacement, the technical faults were no longer observed. A complete service and software check was performed, with all tests passing successfully. The device was returned to use. This case is considered closed.

Event description:
Hamilton medical ag received the following event description: it was reported that during ventilation, the device stopped suddenly. The device alarmed with te231009.no harm to the patient was reported.